Manufacturer narrative:
Continuation of medical devices: 7122q lead implanted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead had dislodged during the push and pull test. The lead was ultimately placed and remains in use. No patient complications have been reported as a result of this event.